Event description:
A call was received by the manufacturer regarding an occurrence at hospital regarding an infusion pump which was being used on a pt. The pt died and it was indicated that there may have been a programming error and that this occurred in 2003. The indicated user facility was contacted for additional info, the pt safety officer for the facility stated no info would be provided to the manfacturer without specific written request. A letter was submitted to the user facility detailing the info requested. No response has been received from the user facility. A follow-up phone call to the user facility has also gone unanswered.